Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter display was fading. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(4) 2013. The patient reported that she first noticed the subject meter's display fading approximately 2 or 3 months prior to contacting lfs, but progressively got worse. The patient claimed she continued to test with the subject meter despite the not being able to see her results very well. The patient manages her diabetes by taking a set dose of lantus insulin at bedtime and also taking novolog insulin based on a sliding scale. The patient reported that on at least 3 or 4 separate occasions since the display issue began she developed symptoms of blurry vision, severe headache, dizzy and vomiting; symptoms she associated with a low blood glucose. The patient stated that in response to the symptoms she would eat or drink something and confirmed she would feel better. The patient informed the mss that she felt the low blood glucose excursions were as a result of taking too much insulin due to guessing the meter result. At the time of troubleshooting, the cca noted there was no known misuse to the subject meter. The alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the meter display issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.